Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that she is not able to recharge the ins because the controller screen goes to poor recharge quality and no device found. The patient reported previously seeing the passive recharge mode with numbers in the 50s, but the screen just changes to poor recharge quality. It was reported that the screen automatically switches to poor recharge quality when previously took a while to appear. The patient confirmed the recharger (rtm) wasn't damaged or getting hot. Additional information was received from patient who reported that the new rtm was received but patient is still seeing the no device found screen. Patient spoke with rep after receiving the rtm to inform rep that the issue is persisting. Rep will follow up with patient later. Technical services(tss) directed patient to press recharger and walked patient through passive recharge mode. Issue was not resolved during the call. Patient was advised that passive recharge mode may take some time and was directed to follow up with managing healthcare provider if issues persist. Rep called and technical services reviewed with her the passive charge sequence. Rep stated she never heard of this before. Tss reviewed that patient may need to do 4-5 passive charges but if they do not get to normal charging, rep may need to mee with patient. Tss reviewed based on the record, the patient likely let the ins deplete since they had to get a new rtm recently. Rep will follow up with patient to make sure passive charge is being done. Additional information was received from the rep. Rep wanted to know if there is a way to verify MRI status if the ins battery is dead. Patient has been having difficulty with recharging, patient has received replacement parts however issue has not been resolved. Additional information was received from the rep. Rep suggested to patient to use an abdominal binder to assist with recharging but hasn't heard back from patient to know if this was working better. Rep also noted the patient has to have her boyfriend hold the recharger over her ins while recharging for it to work correctly. Per the patient, she can feel her ins but unknown if all the way around. The patient has not been seen by managing hcp or rep since this issue and caller indicated the patient has been sick.

Manufacturer narrative:
Continuation of d11: product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer and the manufacturer representative (rep). The rep reported that the cause of the recharging issues was not determined. They recommended using an abdominal binder to keep the recharger in place, but they had not heard back from the patient. Actions taken to resolve the reported issue was raining over the phone on recharging, suggesting new positions and using an abdominal binder for added compression. It was unknown if the issue was resolved. Additional information was received from the patient. They got no device found and was able to eventually use passive recharge mode. They had someone help them and that person had to press the recharger against them over their ins so hard that they cried the whole time so that they could get a higher number on the trying to recharge screen in order to connect/charge. They had not met with their hcp yet. Patient services re directed the patient to their hcp.